Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. However, the lead had been stretched and the inner tubing was buckled, which prevented the helix from functioning properly. Additionally, visual analysis noted the distal conductors were distorted at the connector. Primary analysis finding indicated stretched lead.

Event description:
It was reported, during an implant procedure, the lead was not implanted due to a non-operational helix. The physician reported the device was deployed several times and then stopped working. The physician suspected possible tissue blocking the helix. No patient complications have been reported as a result of this event.